Manufacturer narrative:
The thermogard xp ivtm console (s/n (B)(4) ) was evaluated at the customer's site. The reported complaint of "the thermogard system displayed a 'pump door open' error message while the pump lid was closed" was confirmed during functional testing and based on the review of the patient data during the treatment and the event logs. The root cause of the reported complaint was determined to be a defective hall sensor board in the pump raceway assembly, likely attributed to wear and tear. The thermogard console was manufactured in august 2013, and it is almost 8 years old, has exceeded its expected service life of 5 years. Nevertheless, user mishandling cannot be ruled out, as traces of dried saline were observed in the pump raceway during device inspection. Saline spillage can lead to a short circuit, which can ultimately damage the hall sensor board. During visual inspection, it was noted that the silver rollers of the pump rotor showed some corrosion. The root cause was likely due to previous saline spillage in the pump raceway, possibly as a result of user mishandling. In addition, the black rollers were observed to be worn, likely attributed to wear and tear. The observed physical damages were unrelated to the reported complaint, and the pump rotor was replaced to address these issues. The event log and patient data log were reviewed and confirmed that the reported "pump door open" alert issue occurred intermittently during treatment on the customer's reported event date. The event log data files suggested that the pump lid was opened and closed by the user, most likely in an attempt to clear the error message, or that the alarm was occurring intermittently, likely due to an intermittent hall sensor issue on the pump raceway. During functional testing by zoll service, the closed roller pump lid could not be detected during the system start-up tests; thus, confirming the reported complaint. The root cause was attributed to the defective hall sensor board. The roller pump raceway assembly was replaced to remedy the fault. Following service, the thermogard console passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During run mode, the thermogard xp ivtm system (s/n (B)(4) displayed a "pump door open" error message while the pump lid was closed. Nevertheless, the treatment was continued and completed with the same thermogard console. As per the customer, the reported issue didn't cause a delay or interruption in treatment. No consequences or impact to the patient.